Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and depo provera. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced syncope ("neurological conditions or problems type: fainting spells"), hypoaesthesia ("body numbness") and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), dysmenorrhoea ("pain during period"), polymenorrhoea ("heavy bleeding upto 2 periods a month") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, syncope, hypoaesthesia and dizziness outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, alopecia, dysmenorrhoea, polymenorrhoea and hormone level abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, syncope, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, surgical pathology report showed 1. Fallopian tube, left tubal ligation. Full cross-sections identified. Fallopian tube, right, tubal ligation - full cross-sections and benign para-tubal cyst identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events fainting spells, body numbness, dizziness are added. Concomitant & historical conditions drugs are added. Product, patient & reporter information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and depo provera. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced syncope ("neurological conditions or problems type: fainting spells"), hypoaesthesia ("body numbness") and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), dysmenorrhoea ("pain during period"), polymenorrhoea ("heavy bleeding upto 2 periods a month") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, syncope, hypoaesthesia and dizziness outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, alopecia, dysmenorrhoea, polymenorrhoea and hormone level abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, syncope, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, surgical pathology report showed 1. Fallopian tube, left tubal ligation, . Full cross-sections identified. Fallopian tube, right, tubal ligation - full cross-sections and benign para-tubal cyst identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and depo provera. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced syncope ("neurological conditions or problems type: fainting spells"), hypoaesthesia ("body numbness") and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), dysmenorrhoea ("pain during period"), polymenorrhoea ("heavy bleeding upto 2 periods a month") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, syncope, hypoaesthesia and dizziness outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, alopecia, dysmenorrhoea, polymenorrhoea and hormone level abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, syncope, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, surgical pathology report showed 1. Fallopian tube, left tubal ligation, . Full cross-sections identified. Fallopian tube, right, tubal ligation - full cross-sections and benign para-tubal cyst identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events fainting spells, body numbness, dizziness are added. Concomitant & historical conditions drugs are added. Product, patient & reporter information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), dysmenorrhoea ("pain during period"), polymenorrhoea ("heavy bleeding upto 2 periods a month") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, fatigue, weight decreased, alopecia, dysmenorrhoea, polymenorrhoea and hormone level abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. On (B)(6) 2013, surgical pathology report showed 1. Fallopian tube, left tubal ligation, . Full cross-sections identified. Fallopian tube, right, tubal ligation - full cross-sections and benign para-tubal cyst identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, events added per pfs: heavy bleeding upto 2 periods a month, pain during period, hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, nickel allergy, fatigue, weight loss and hair loss. Reporters added. Lab data added. Essure implant date updated to (B)(6) 2012. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and depo provera. Concurrent conditions included body mass index normal. In 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 14 days after insertion of essure, the patient experienced syncope ("neurological conditions or problems type: fainting spells"), hypoaesthesia ("body numbness") and dizziness ("dizziness"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("pain during period"), polymenorrhoea ("heavy bleeding upto 2 periods a month") and hormone level abnormal ("hormonal changes"). The patient was treated with vicodin, panadeine co (tylenol with codeine) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hypoaesthesia and dizziness outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, fatigue, weight decreased, alopecia, dysmenorrhoea, polymenorrhoea and hormone level abnormal had not resolved and the headache, nausea and syncope had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, syncope, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, surgical pathology report showed 1. Fallopian tube, left tubal ligation, . Full cross-sections identified. Fallopian tube, right, tubal ligation - full cross-sections and benign para-tubal cyst identified. Essure confirmation test(s): (B)(6) 2013: did not confirm occlusion, performed for pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received. Reporter's information added. Outcome of event headache and nausea was updated from not recovered / not resolved to recovered / resolved. Concomitant disease and treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.